Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis the programmer head would not interrogate a device and failed all uplink amplitude tests and its cable was replaced to repair. Product ID: 229047 software analyzer. (B)(4).